Manufacturer narrative:
The contribution of the device to the experience reported could not be determined as the device was not returned for evaluation.

Event description:
Revision due to discomfort and possible metalosis.